Manufacturer narrative:
Results evaluations: our manufacturing site it anticipating the receipt of the sample involved in this incident. Upon completion of the investigation, a full report will be submitted.